Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ambulance and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that an ambulance needed to be called to their house on (B)(6) 2020. The patient was wearing the pod for 4 to 24 hours on the arm. Patient had low blood glucose levels of 20 mg/dl. While at the house for 20 minutes they administered fluids and glucagon through intravenous therapy.